Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shock therapy resulting in an alert in the remote home monitoring system. Review of the stored episode noted the device exhibited t-wave oversensing resulting in delivery of an inappropriate shock. It was noted that the patient was running at the time. The patient was seen in clinic two days later and exercise stress testing (est) was performed. The device was reprogrammed from secondary sensing vector to primary sensing vector and the physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.